Manufacturer narrative:
(B)(4). The reported product was not returned and a comprehensive device investigation could not be performed.

Event description:
It was reported that during attempted pulse generator software upgrade, the device exhibited backup vvi operation. A software reload was performed successfully. The device was not attempted to be upgraded again. The patient as asymptomatic throughout the event.